Event description:
The hcp reported the patient was experiencing increasing symptoms over time. "Checked the volume of morphine remaining in the pump, morphine was not being delivered." The pump was explanted due to "pump failed." It was replaced and will be returned to the manufacturer for analysis. The patient outcome was reported as resolved. A follow up report will be sent if additional information is received.